Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 21 of 21 devices were returned for evaluation. Evaluation of 19 devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices had debris build-up. The devices were repaired and returned to the customers. Evaluation of 2 devices found excessive wear due to a lack of proper maintenance. The devices did heat up during evaluation. The devices had debris build-up. The devices were repaired and returned to the customers.

Event description:
This report summarizes 21 malfunction events where a midwest e pro handpiece overheated. In 1 event, the event outcome is unknown despite reasonable follow-up. No injury resulted in 20 of the events.